Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-may-2023. H6: investigation summary it was reported there was leakage with the three-way stopcock. To aid in the investigation, two samples were received for evaluation by our quality team. One unit was received in unused packaging, and one was received in an opened package. A visual inspection was performed, and no defects were observed. The samples were then functionally tested for leakage under water and no defects were found in the samples. A device history record review was completed for provided material number 394601, lot 2122348. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Based on the investigation, bd was not able to confirm the reported failure mode. H3 other text : see h10.

Event description:
It was reported while using bd connecta plus3 white pegs leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the hospital is using bd connecta ref 394601 since 2017, and it's the first time there is a complaint from the bone marrow transplant unit. They report several cases of leakage of the 3way stopcock bd connecta through either the luer lock connection with the IV line, or through the white cylinder on the lower part of the stop cock. How often has the defect occurred? Several times. When did the incident occur? During use.

Event description:
It was reported while using bd connecta plus3 white pegs leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the hospital is using bd connecta ref (B)(4) since 2017, and it's the first time there is a complaint from the bone marrow transplant unit. They report several cases of leakage of the 3way stopcock bd connecta through either the luer lock connection with the IV line, or through the white cylinder on the lower part of the stop cock. How often has the defect occurred? Several times when did the incident occur? During use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.